Manufacturer narrative:
Unfortunately, since the involved trocar appeared to be lost in transit, no physical examination could be performed. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. Please note that, due to an increase of closure valve related complaints on the aveta trocar in 2022, an investigation as to the cause of this type of failure was initiated. Subsequent to the investigation, corrective action was implemented in early october to prevent similar issues. Though there was a significant decrease in the number of complaints, the issue was not completely eliminated. A thorough investigation to determine further actions to improve the aveta trocar is therefore ongoing. An increase in complaint rate was observed in 2022, which triggered a detailed investigation of the manufacturing process. As a result the drying time was increased, as this was considered the cause of the increase in complaints observed. Though the corrective action prevents most occurrences, it did not completely eliminate the issue. A thorough investigation to determine further actions to improve the aveta trocar is currently ongoing. Per ecf 2022-390, a change was initiated to increase the drying time between glue application and next steps of assembly. The change was implemented with an update of all relevant work instructions. As of 07oct22 all aveta trocars are assembled in accordance with the updated work instructions. Since the corrective action did not completely eliminate the issue. A thorough investigation to determine further actions to improve the aveta trocar is currently ongoing under dtp 2023-249 aveta improvements. The analysis includes all complaints with failure modes ci-closurevalve-leakage, ci-inf-leakage and ci-closurevalve-defect-removal related to comparable trocar systems. Please note that while the 2023 incident numbers are up to date, the 2023 distribution figures are from april 25th 2023. As these products are still being distributed, the actual number of devices in the market is higher. The incident rate is therefore in fact lower.

Event description:
We have been informed that during core vitrectomy procedure, surgeon started the surgery without any problem, all trocars were inserted at the start of the surgery without any leakage problem noted/detected. Surgeon noticed the leak upon removal of the instrument after core vitrectomy. There was a significant amount of fluid was escaping. No report that actual harm occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
Following up to this event, the customer was requested to return the item subject to this event for investigation. We received confirmation that the product has been shipped, however it has not yet been received. Once the product is available, the investigation will be performed in order to determine the "root cause" of the reported event.

Event description:
We have been informed that during core vitrectomy procedure, surgeon started the surgery without any problem, all trocars were inserted at the start of the surgery without any leakage problem noted/detected. Surgeon noticed the leak upon removal of the instrument after core vitrectomy. There was a significant amount of fluid was escaping. No report that actual harm occurred or surgery was prolonged > 30 minutes.

Event description:
We have been informed that during core vitrectomy procedure, surgeon started the surgery without any problem, all trocars were inserted at the start of the surgery without any leakage problem noted/detected. Surgeon noticed the leak upon removal of the instrument after core vitrectomy. There was a significant amount of fluid was escaping. No report that actual harm occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.